Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 70 mg/dl at the time of the incident. The customer was at 220 mg/dl at the time of admission and 138 mg/dl before the low incident. The customer was given glucagon and intravenous fluids to treat. The customer experienced symptoms such as incoherence, a migraine, and vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller reported a blank pump display that was resolved. Troubleshooting was not completed for the low. The caller believes the customer's blood glucose dropped because of the customer's migraine. The insulin pump will not be returned for analysis.